Manufacturer narrative:
G4:06jan2021 b4:(B)(6) 2021 multiple attempts were made to follow-up with the customer to obtain additional information; however, there was no response. A supplemental report will be submitted if new information is received. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 09jun2020.

Event description:
The customer reported unit alarming low tidal volume intermittently when unit is on. There was no patient involvement.